Manufacturer narrative:
Visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.23¿ in length. The break occurred at the first proximal tooth valley and continued to the 3rd proximal valley. The proximal end of the expanded tip outside diameter was rough and worn which may indicate aggressive use. The outer and inner assembly were deformed in such a way that indicates an impact occurred at the 1st and 3rd proximal valley while moving in oscillate mode which resulted in the observed break. There was no evidence of concentricity issues or bend in the outer tube. When viewed under magnification, there was damage to the hubs that is consistent with improper or difficulty loading the device into the handpiece: dimples on the front hub prior to the locking area caused by a misalignment of the handpiece locking mechanism; locking area deformation caused by the back side of the front collet of the handpiece; and deformation of the proximal inner hub chevrons caused by the handpiece drive mechanism. There was deformation of the hub locking area consistent with aggressive use. The information most likely indicates erratic torsional loads due to aggressive use and improper loading caused the break. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a blade tip was damaged. There was no patient impact. The procedure was completed with backup product.